Event description:
Patient receiving continous IV infusion of 5-fu, product sent out using smiths medical medication cassette reservoir and cadd extension with integral anti-siphon valve, chemotherapy leak associated with use of extension set leaking at luer leak connection-, smiths medical put together a customer information bulletin on 3-24-05 this information was never relayed to homecare co, and we have experienced several chemo leaks in patients' homes due to this issue not being properly addressed by smiths medical. It wasn't until homecare co contacted smiths medical for possible defective equipment, the company faxed a customer information bullentin to homecare co with "corrective" action plan. Even after following corrective action plan outlined in bulletin, chemotherapy leaks still occurred at extension connections.